Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the delivery pusher and introducer. The pusher was noted to be broken in two (2) halves. One half was noted to be stuck inside the introducer. The second half was noted to be broken at the pet transition section, and caused the lead wires to break. The distal heater coil was found in good condition. The implant coil came attached to the heater coil, and was noted to have sufficient tension. The distal section of the pusher demonstrated many overlaped coils. Based on the investigation, the complaint was not able to be verified, as the implant coil was still attached in a single piece to the pusher at the distal heater coil section. However, the pusher was broken at the pet transition section, which could have been the reported complaint issue, although it is not clear. The device exhibits evidence that it was subjected to excessive forces during retraction.

Event description:
It was reported that the embolization coil did not frame in the aneurysm. During removal, the coil detached. The coil was removed from the patient. There was no reported intervention, patient injury, or health damage.